Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the aviva system. On (B)(6) 2018, the patient's blood glucose result was 94 mg/dl at 8:30 p.m. And she felt dizzy and had a headache. The patient self treated with a peppermint bar. At 9:00 p.m., the patient was out playing bingo and then she started feeling dizzy and weak. She stated that the next thing she knew she woke up in the hospital. The patient had passed out and was unresponsive. She was taken to the hospital by the paramedics. She does not remember anything about the incident and does not know who called the paramedics. She stated someone also playing bingo must have called the paramedics and she didn't know what time paramedics arrived. It is unknown if the paramedics treated the patient. The patient was taken to the hospital and she was admitted for 1 day. The blood glucose result was in the "700's mg/dl range" at the hospital. The type of treatment given to the patient at the hospital was unknown. On (B)(6) 2018, the patient's blood glucose result was 110 mg/dl at 10:36 p.m. And she had a headache, heart pain, and was dizzy. The patient assumed the cause of her symptoms was due to her high blood pressure, so she treated herself for high blood pressure. The patient's husband drove her to the hospital. She arrived at the hospital around 11:00 p.m. And the blood glucose result at the hospital was 600 mg/dl. The patient was treated with fluids via IV and insulin. She was released from the hospital on (B)(6) 2018 at 5:46 a.m. The test strips were stored in a pouch and not in the original test strip vial. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.